Event description:
The afn nailing system was used for a fracture of shaft of femur case. The surgeon took time to achieve reduction. Then the surgeon tried to insert the end cap10mm into the nail using the guide wire with normal procedure, the end cap spun free without any resistance, abnormal noise was present and device could not be inserted at all. The surgeon then removed residual materials and opened the surgical incision using the k-wire to make enough space for the end cap to be inserted, he tried to insert it again, but it failed again. The surgeon inserted the rod for extraction by way of trial, it was successful. The surgeon then tried again to insert the end cap 5mm and was not successful. There was a 90 minute surgical delay reported. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: a review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.